Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium, chloride & hematocrit on a (B)(6) year old female patient presented in the ER with shortness of breath. There was no patient information at the time of this report. Customer states that product is not available for investigation. Date: sample: time: na: ci: hct: (B)(6) 2017, a, 15:23, 110, >140, 31%. (B)(6) 2017, a, 15:29, 143, >105, 40%. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/31/2017. Retain product and customer returns were tested and the customer complaint was not reproduced.